Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the locator was already bent. The device was not used and replaced by a competitive device to continue the procedure. Hemostasis was successfully achieved by the competitive device. The physician had completed the training process on the device prior to this case. There was no blood loss reported due to discovering during pre treatment. There was no health damage to the patient.